Manufacturer narrative:
(B)(4). Catalog number (B)(4) is the international list number which meets the requirements of the similar product listed I is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2017, a patient in united kingdom underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6)2017, the patient was discharged from the hospital. The spouse of the patient reported that the "tube" had been oozing and staff have been swabbing it and undergoing dressing changes twice daily. It was reported that the discharge was thick and green. The stoma site was not healing but not tender and there was a little redness around the edges. A swab was taken, results not reported. On (B)(6) 2017, the patient's spouse reported that patient was recently discharged from the hospital due to an infection in the peg site. The patient was noted to have discharges coming out and a physician prescribed antibiotic ciprofloxacin for treatment.